Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator exhibited a telemetry anomaly when the battery voltage was reduced to less than 2.3 v due to an integrated circuit anomaly. The device exhibited characteristics indicative of elective replacement indicator (eri) as described in the physician's manual. This was due to a normally depleted battery. The device functioned appropriately with a replacement battery.

Event description:
This report is to advise of an event observed during analysis.